Event description:
On (B)(6) 2017, the reporter contacted lifescan, USA alleging the lifescan meter displayed an error 5 message. This complaint is being reported because the alleged issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.